Manufacturer narrative:
This device was not returned for analysis. Pi analysis was completed on the device using available information. The allegation(s) in this complaint have not been confirmed as the product has not been returned for analysis, however, investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce but not eliminate the occurrence of this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was evaluated after the patient presented with a persistently elevated pacing rate at the maximum sensor rate (msr) of 120 bpm, even while at rest. Device interrogation revealed the system was programmed in vvir mode with both the minute ventilation (mv) and accelerometer (xl) sensors enabled. When the mv sensor was turned off, the pacing rate dropped immediately to the lower rate limit of 70 bpm, indicating mv sensor activation was contributing to the elevated rate. No additional adverse patient effects were reported, and the device remains in service.